Event description:
It was reported that using a brachial artery access approach during a procedure of the moderately tortuous, moderately calcified, 75% stenosed, circumflex artery the 2.25 x 23 mm xience prime stent delivery system (sds) and a non-abbott stent were damaged during attempts to advance and place the stents. The 2.25 x 23 mm sds shaft was broken due to the anatomical morphology and could not cross the lesion. It was noted that the left anterior descending (lad) was totally occluded and protected by the mammary to the lad/coronary artery bypass graft (CABG) without lesions; the circumflex with proximal 75% lesion and the marginal with 90% lesion and right coronary artery (rca) with 80% lesion. The device was removed and a 2.25 x 15 mm xience prime sds was implanted in the proximal circumflex and balloon angioplasty was performed to the distal lesion with success. A second procedure is scheduled for treatment of the right coronary artery. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.